Event description:
This incident was reported to the manufacturer by the contact lens prescribing and selling optician as reported to them by the patient, limited information has been made available. The patient reports that they experienced an unspecified ocular infection after lens use which was treated by an ophthalmologist. Information on diagnosis and specific treatments are not known; however, the patient was treated with oflaxcin ointment and polyspectan drops and the patient has remained out of contact lenses since the event. The optician indicates that the event has fully resolved and new contact lenses have been dispensed to the patient for use. Despite good faith efforts to solicit further details from the treating ophthalmologist, no additional information has been received as of the date of this report. While it is stated that the event has fully resolved, this event is being reported in an abundance of caution due to the unknown nature severity of the reported infection and the potential for serious or permanent injury, or medical intervention or medication to prevent or preclude such occurrence, associated with some types of ocular infection. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No assignable root cause for the incident could be established, a relationship between the coopervision device and the incident has not been confirmed.